Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, yellow particles device inner surface, wear abrasion, one linear opening and void >1 mm in non-textured area. Leak test and microscopic analysis was performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one opening crease smooth assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.